Event description:
Patient revised for instability, polyethylene wear noted on glenoid.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the information provided, as the lot numbers required to review the device history records was not provided. Provided information states a delta reverse shoulder was put into the patient. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.